Event description:
It was reported that the user announced a meal size of ¿more than¿ for lunch while dining out and subsequently experienced low blood glucose, consistent with an incorrect meal size announcement. The user treated with oral glucose tablets and levels returned to range. Symptoms included hypoglycemia with a reported glucose value of 59 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact after treatment. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem related to incorrect size meal announcement in relation to actual intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.